Manufacturer narrative:
H.6. Investigation summary: two open 32g x 4mm pen needle samples were returned from lot. No. 8352686, cat. No. 325103. Visual examination of the returned samples was carried out and a broken non patient end of cannula was observed on two samples. No issues were observed with the patient end of the cannula. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Conclusion: as the samples returned were open it is not possible to confirm this defect to be manufacturing related. H3 other text : see section h.10.

Event description:
It was reported that an unspecified number of pn 32g x 4mm benelux experienced cannula breaking off or pulling out during use. The following information was provided by the initial reporter: problem: the needle may sometimes remain partially in the pen when used (lot 9092789). This has already happened a number of times, so we find it necessary to make a notification.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of pn 32g x 4mm benelux experienced cannula breaking off or pulling out during use. The following information was provided by the initial reporter: problem: the needle may sometimes remain partially in the pen when used (lot 9092789). This has already happened a number of times, so we find it necessary to make a notification.